Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to design issues (pin missing, shaft with a crack); and the dirtiness on the trigger was due to improper cleaning methods. A CAPA has been initiated to address the missing pin and crack in the shaft. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device was misising a pin; and its oscillationg head (shaft) had a crack. It was further determined that the device failed the following pre-tests: general condition, check saw blade coupling and trigger test. It was reported in the service order that the device was returned with an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.